Event description:
It was reported that tandem mobi pump triggered cartridge alarm and customer was unable to resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed cartridge alarm 30, instructed customer to remove cartridge and deliver 9-unit bolus, and bolus completed successfully, but customer could not load new cartridge because he was not at home and was advised to call back and continue troubleshooting when able to attempt cartridge loading again.